Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the shocking sensations and pain have not resolved. The patient noted that he feels the shocking feeling when he changes positions like back to side, side to back, and bending backwards like stretching. There were no further actions noted to be planned to resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins had been shocking him a lot lately. Patient reported he first noticed this a couple of months ago. Patient elaborated and stated that this shocking could happen at any time during the day, adding that when he stood up straight he'd get "zapped". Patient stated this shocking was like the feeling one gets when turning tens unit up high. Patient stated that a few weeks or 2 ago when washing his hair in the shower, he felt something "pop" in the area around the ins and has been in excruciating pain ever since. Patient added that the popping occurred right under a muscle and had been very sore lately. Patient mentioned he has an l5 and s1 fusion and 2 damaged discs right above the area that he felt the "pop" and was not sure if one of them blew out or if there was an issue with the ins. Patient confirmed no falls/ traumas. No further complications were reported/anticipated.